Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device received with same audio tone when switching from volume 5 to volume 1 and pump error (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly.

Event description:
It was reported via phone call that the customer's blood glucose level was ranging from 300 mg/dl to 400 mg/dl and current blood glucose was 190 mg/dl at the time of the call. The customer experienced symptom of high blood glucose such as nausea. Customer treated the high blood glucose with insulin pump. Customer stated the blood glucose was going down after changing the infusion set with bent cannula but within minutes it will rise up again. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. During troubleshooting, insulin exited at the quick release. Insulin pump will be returned for analysis.